Event description:
It was reported by the affiliate that the (1) tx60b and (1) xr60b were used during a gastrectomy procedure. It was reported that the device would not staple. The surgeon made a new suture. The case was completed with another instrument. There was no pt consequence.